Event description:
The procedure was prolonged greater than or equal to 30 minutes.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac). The customer informed tac of the event that when the scope is connected, it shows an error message to call olympus. Then shows scope connection error. Then shows a picture but blacks out. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a scope connection error and shows a picture but blacks out. The issue occurred during a diagnostic colonoscopy procedure. The same equipment was used to finish the procedure. There were no reports of patient harm.